Event description:
Patient reported that a back to back comparison on their ss meter using separate finger sticks gave readings of 100 and 154 mg/dl. No symptoms were reported. Lfs rep reviewed cleaning and control solution usage with pt. The meter has been replaced. No allegations of harm have been made.